Manufacturer narrative:
This supplemental report is being submitted to correct field h7 as there is no recall currently associated with this complaint.

Event description:
No additional information received from customer.

Event description:
It was observed that during the device evaluation, the powerseal curved jaw sealer and divider exhibited a bend and damage to the jaw joint mechanism. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a high amount of force applied to the jaws. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: sealing vessels and tissue bundles warning do not apply excessive force to the device. If damaged, pieces from the device may fall into the patient. Harm may occur. If the device shaft is visibly bent, discard and replace the device. A bent shaft may prevent the device from sealing or cutting properly. Eliminate tension on the tissue when sealing and cutting to ensure proper function. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.